Manufacturer narrative:
(B)(4). A sample for evaluation is anticipated but not yet received. A review of the batch record revealed the lot met acceptance criteria. For release. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified the reported condition in the provided sample, with a small, fully embedded particle found in the add port that measured less than 0.15mm^2. Magnified inspection found the particulate to be fully embedded within the polypropylene add port cover and not in the fluid path. Should additional relevant information become available, a follow-up report will be submitted.